Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: customer called reporting short battery life around 1hour. Customer reported received replace battery alert without battery low warming. Customer confirmed inserted multiple brand new batteries ( energizer, duracell, panasonic ) but issue persisted. No further concerns were recorded. P-cap locked in place properly during testing. Device passed the sleep current measurement, active current measurement and displacement test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any battery power loss alarms that may have occurred in the past or during the complain call. The adapt tool reveals from (B)(6) 2021 13:41:00 hour through (B)(6) 2021 at 21:31:00 a total of 6 off no power alarms were recorded. Also, on (B)(6) 2021 through (B)(6) 2021 a total of 12 power error alarms(25) were recorded. Battery inserted system time also shows multiple replacement of batteries during the complain date. Device received with normal operating currents during testing. No unexpected low battery alarm noted. However, the loaded voltage (loaded vlith) and unloaded (unloaded vlith) display at the power graph management tool shows abnormal behavior. Proceed it by cutting device open. After disconnecting and reconnecting the internal battery connector on electrical board 1. Device was monitored. After redownload and monitoring the power graph the loaded voltage (loaded vlith) and unloaded (unloaded vlith) voltage are within specifications. Device also received with broken belt clip rails and cracked retainer. In summary, customer allegation for short battery life and power error alarms were confirm due to abnormal behavior of the internal battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss alarm. The customer stated they had received replace battery alert without battery low warming. Customer stated they were inserted multiple brand new batteries but issue persisted. Battery cap were intact. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.